Manufacturer narrative:
E1. Unable to provide due to the initial reported asked to remain confidential. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that the patient had an external ventricular drain (evd) placed in the operating room, however, the drainage system had to be changed out for another manufacturer's device. It was stated that the drainage system was not a device that could be secured well to the IV pole like the other systems. The device hangs from the top of the pole, and the staff has to creatively secure it. The burette portion of the system being used for this particular patient became loose and was not able to be tightened to maintain the ordered level per the provider order. This created an unsafe situation for the patient, and the drainage system was disconnected and replaced by the nurse.